Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles.there was no report of patients harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patients harm or injury. The manufacturer received new and relevant information about history of patient on 03/01/2023 that patient had a spots on lungs.